Event description:
It was reported to boston scientific corporation that a resolution clip device was planned for use during an esophagogastroduodenoscopy (edg) procedure on a male patient, (B) (6). According to the complainant, when the package was opened, the clip fell off the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).